Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call cosmetic damage on the insulin pump. Customer¿s blood glucose level was unknown. Customer¿s parent advised the display screen was hard to read. Customer was unable to be reached to troubleshoot the insulin pump.